Event description:
It was reported prior to using bd epicenter¿ single user software there was disassociation of one patient sample number. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd epicenter¿ single user software there was misassociation of one patient sample number. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: customer reporting a mis-association but un-enable to determine how it occurred. Able to address the issue by correcting the association via epicenter (444165/(B)(6)). Unable to determine root cause. This is not a confirmed complaint of a bd product. Complaints for mis-association were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.